Event description:
Related manufacturer reference number: 1627487-2019-02866, 3006705815-2019-00783. Follow up information received that the patient underwent surgical intervention in which the leads and ipg were replaced. Effective therapy was restored post operation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3: mfg report reference: 1627487-2019-02866, 3006705815-2019-00783. It was reported that the patient was experiencing ineffective stimulation. The issue began after the patient had a fall. Impedances were checked on the system and all contacts were reporting high impedances so the patient was unable to be reprogrammed for effective therapy. The patient plans to undergo surgery.